Manufacturer narrative:
(B)(4) date sent to the FDA: 06/22/2016. (B)(4) to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure other relevant patient history/concomitant medications? Product lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? What were current symptoms following the index surgical procedure? Onset date? Location and character of pain? Was any medical or surgical intervention provided for the pain? How was the recurrence diagnosed? Was any medical/surgical intervention performed for the recurrence? If so, please provide date(s) and results. Was the hernia repair associated with this event performed on primary or recurrent hernia? What was the defect size/type/location of the hernia associated with this event? Mesh size and overlap? In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) if applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers how much time from initial hernia repair to hernia recurrence? Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? What is the patient¿s current status?

Event description:
It was reported that the patient underwent a laparoscopic abdominal hernia repair procedure on (B)(6) 2015 and mesh was implanted. About ten months after the procedure, the patient experienced a pain and visited the hospital. The patient was suspected to have a recurrence of hernia. The re-operation would not be performed due to the patient's will. Currently, the patient is under follow-up. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure---no information. Other relevant patient history/concomitant medications? ---no information. Product lot number? ---phy2030r, jb8ckpb0 or ja8dwtb0. What is physician's opinion as to the etiology of or contributing factors to this event? ---the doctor said the tacking and suturing might be not enough. What were current symptoms following the index surgical procedure? Onset date? ---no information. Location and character of pain? ---abdomen. Was any medical or surgical intervention provided for the pain? --- no information. How was the recurrence diagnosed? ---abdominal pain. Was any medical/surgical intervention performed for the recurrence? If so, please provide date(s) and results. ---no, the patient changed the hospital. Was the hernia repair associated with this event performed on primary or recurrent hernia? ---on primary. What was the defect size/type/location of the hernia associated with this event? ---the hernia size is about 11cm and 15cm. Mesh size and overlap? ---the overlap is about over 3cm. In what tissue layer did you place the mesh? (Onlay, retro-muscular, extra peritoneal or intra abdominal) ---intra abdominal. If applicable, closure of the defect (yes or no), use of stay sutures (how many), permanent or absorbable? ---no information. If applicable, the mesh fixation technique: device and technique? (Single or double crown; spacing between implants) ---no information. Were there any surgical instruments used in the placement of the mesh that might have damaged the mesh? E.g. Graspers crimping the mesh fibers---the mesh was placed with securestrap and suturing after suturing hernia gate. The doctor said tacking points and suturing points might be not enough. How much time from initial hernia repair to hernia recurrence? --- about 10 months. Was there any triggering event prior to present recurrence? (E.g. Weight gain, sneezing, coughing, strenuous activity)? --- no information. What is the patient's current status? ---no information because the patient changed the hospital. The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch jb8ckpb0 mfg date: 02/01/2015, exp date: 01/31/2017; batch ja8dwtb0 mfg date:01/01/2015, exp date: 12/31/2016. In addition, a review of the batch manufacturing records was conducted and each batch met all finished goods release criteria.